Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 20x40/10fr uni plus 75cm wallstent®, it was noted that the end of the stent was kinked. The device was attempted to be loaded on the wire but was unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR:the stent was returned fully mounted onto the delivery system. A visual and tactile examination identified multiple kinks along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. During analysis the investigator successfully deployed the stent without any resistance or issues noted. A visual and microscopic examination found no issue with the tip, stent cups, stent holder or deployed stent that may have potentially contributed to the complaint incident. No further issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 20x40/10fr uni plus 75cm wallstent®, it was noted that the end of the stent was kinked. The device was attempted to be loaded on the wire but was unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.